Event description:
It was reported that on the same day as the implant of a transcatheter aortic valve, the patient suffered a stroke, which was confirmed via magnetic resonance imaging (MRI). The patient is suffering from hemiparesis as a result, and was treated with tissue plasminogen activator (tpa) to treat the stroke. Per the physician, the patient's pre-existing atrial fibrillation (afib) and holding of anticoagulation medication for the procedure may have contributed to the stroke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.